Event description:
After broaching with a #2 broach, the surgeon implanted a size 2 amistem and the stem sat about 4mm lower than the final level of the broach. To accommodate for the stem sitting lower, the surgeon used a larger head and the surgery was completed successfully. MFR ref # (B)(4).